Manufacturer narrative:
Clarification d.6a implant date: only year was provided as 2007, default date of 1/jan/2007 is before manufacturing date and has been removed. Implant date is unknown at this time. Photo analysis completion: it is not possible to determine the lot number or catalog through the photos provided. Rupture: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Health professional reported left side "capsulectomy and possible rupture". The device has been explanted.

Event description:
Health professional reported "capsulectomy and possible rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. As per the investigation procedure, crease/wear abrasion deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis for photos of device received: rupture requested on (B)(6) 2025. It is not possible to determine the lot number or catalog through the photos provided. Rupture: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side "capsulectomy and possible rupture". The device has been explanted.